Manufacturer narrative:
On 16-feb-2017, an fse conducted follow-up with the customer over-the-phone to address the reported event. Called and talked with the customer and guided them to replace the sample needle. After replacing needle all controls were running good and no more issues. No further action required by field service. The most probable cause of the reported event was due to a defective waste pump. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event.

Event description:
On (B)(6) 2017, a customer reported 706 syringe l errors and grinding noise with their g8 analyzer. The customer was unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.